Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138961.

Event description:
It was reported that the patient experienced ineffective therapy due to a high impedance on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the system. It is unknown which lead migrated.

Manufacturer narrative:
Correction - b5: high impedances, not migration. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is unknown which lead has high impedances.